Event description:
Lf customer service reports via fax, "customer states, syringe burst, no injury. On 10/20/06: spoke with technologist involved with the "leaking syringe". Customer states that IV access was compromised when the injector increased the flow rate of 2.8ml per second to 3.2ml per second on its own. The flow rate was entered on the injector console, then the injection was enabled at the powerhead. The technologist did not recall visually checking the flow rate on the powerhead prior to start of injection. The increased rate caused the IV access to "pop" out of the patient access site, therefore, spraying contrast outside the area of designation, with patient stating that some sprayed into their eyes. Patient stated they were ok. Customer states that the patient exam was viewed diagnostic by the radiologist. Patient discharged without further event.

Manufacturer narrative:
Liebel flarsheim manufacturer report: field service engineer report: checked for syringe warning unit set at 300psi, delivered at 310psi, ram limits checked and verified. Unit checked out per service manual protocol. Checked unit delivery for smooth operation. Customer did not keep syringe or any associated tubing. No problem detected. System returned to full service by the customer. There is no historical data to suggest that this product has any substantiated reports of flow rate changing on its own outside a pressure limiting condition. In this case, the flow rate reportedly increased. There are no routines in the software that would initiate this increase in flow rate. Additionally, this complaint is unusual in that the reported change in flow rate of 2.8 to 3.2ml/sec (.4ml/sec) is slight. The small difference in flow rate would not result in a significant change at patient connection such that a good connection would be dislodged. The probable cause was an applications issue related to the tube/syringe connection.